Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the g6 with the serial number (B)(6). However, data for the g6 with the serial number (B)(6) was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.